Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had low blood glucose of 38 mg/dl and continuous glucose monitoring gave reading as 108 mg/dl. The customer declined troubleshooting for the low blood glucose. Blood glucose value from reported event was 38 mg/dl and sensor glucose value from reported event was 106 mg/dl. Sensor glucose and blood glucose difference was 68 mg/dl. Sensor glucose and blood glucose difference is not within target range of glucose difference. Customer is unable to upload to carelink. The insulin pump is expected and reservoir is not expected to be returned for analysis.